Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location. She was feeling stimulation in her legs and not in her back, starting about 2-3 months ago. The hcp and a manufacturer representative tried reprogramming it 3-4 times within the last 2-3 months but hadn't had success. It was noted that the patient had fallen four times last weekend,and was shaking and couldn't see straight. The hcp came to her home but could not find the cause of the falls. It was later reported that the patient needed an x-ray to see if the leads had moved. It was reported that the patient had recently experienced shakes and seizures and the hcp had experienced trouble programming her. It was reported that the patient started having trouble with her implant, and when she put on her recharger she started getting the shakes and her stomach hurt. It was noted that when the patient started to shake she would fall. It was noted that in (B)(6) the area over the battery was bruisedand hurt inside and she let the hcp know but they really didn't do anything about it.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s back had not been right since stimulation therapy was implanted. It was noted that the patient¿s doctor wanted to remove the therapy, but the wires might break so they would need to leave it in there. The patient did not want it removed. It was noted that a bone spur was found and they needed to work on that now. It was indicated that stimulation therapy was only working on the patient¿s legs and nowhere else since last year. Program changes had been made over the year, but nothing was working. X-rays were taken of the device, which looked fine, and through testing, the device seemed to be functioning fine.

Event description:
It was later reported that the patient was scheduled to see her hcp.